Event description:
A ventilator was returned to the manufacturer for service. The device was not in use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log and the device failed a test step during testing. The device's oxygen blending module board and active exhalation control module were replaced to address the issues. During the evaluation, there was physical damage observed to the universal porting block. The universal porting block was replaced to address the issue.